Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the customer attempting multiple cables. The customer stated that an initial connection can be established, but then the connection gets lost and the pump cannot be charged. The customer believes that the usb port is the issue. There was no impact to the customer's blood glucose level.